Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No troubleshooting was documented with technical support, and the customer indicated the item would not be returned and that the purpose of the contact was only to report the issue. No site visit was conducted.

Event description:
It was reported that the nir handheld light cable became excessively hot during use and burned a towel. No troubleshooting was documented with technical support, and the customer indicated the item would not be returned and that the purpose of the contact was only to report the issue. The customer reported event has no report of patient injury.